Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the immulite 2000 instrument was functioning properly when the discordant result was obtained and their quality controls were within acceptable ranges. The cause of the discordant, falsely low estradiol result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low estradiol result was obtained on one patient sample when run neat on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated as neat, resulting above the analytical measurement range. The sample was then diluted with a dilution factor of 1:5 and the result obtained was higher and matched the clinical picture of the patient. The repeat result obtained from the diluted sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol result.

Manufacturer narrative:
The initial MDR 2247117-2016-00051 was filed with FDA on september 15, 2016. Additional information (09/22/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned the wash station and waste tube. The cse then decontaminated the bottles and tube lines. The cse adjusted the positions of the reagent and sample probes and performed data backup. The cause of the discordant, falsely low estradiol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.